Event description:
Additional information was received indicating the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The explant date was estimated to have occurred in 2023. Further information was requested but not received.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed but the reported event of oversensing noise could not be confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Multiple internal insulation abrasions were found distal to the suture sleeve tie impression breaching the non-functional, right ventricular and ring electrode cable lumens. One right ventricular ethylene tetrafluoroethylene (etfe) cable coating and the inner coil lumen was also found abraded at the right ventricular lumen abrasion, but the poly tetrafluoroethylene (ptfe) liner was found intact in this location. These abrasions found are consistent with the reported event of insulation abrasion.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and externalized conductors were observed. Abbott technical support was contacted, however, no additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.